Manufacturer narrative:
The subject device has not been returned to omsc for evaluation but was returned to olympus (B)(4). (B)(4) sent the subject device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from all channels of the subject device tested positive for micrococcaceae (1cfu / endoscope). The testing result cleared the french guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. (B)(6) 2021. Stenotrophomonas maltophilia (2cfu / 100ml). (B)(6) 2021. Enterobacteria and pseudomonas spp (49cfu / 100ml). The device had been reprocessed with a non-olympus automated endoscope reprocessor, cantel isa, using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information and the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus france.(ofr). Ofr checked the subject device and found the followings. - the light guide lens chipped. - the distal end cover was scratched. - the glue of the bending rubber was peeled off. - the angulation control knob was bent. - the remote switches 1 was worn and torn. - there was the failure of the suction flow of the instrument channel. Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined.